Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with a stored electrogram showing post-paced t-wave oversensing on the ventricular lead during which the patient did not receive inappropriate therapy. Programming changes were made and, to-date, no further oversensing has been observed. The patient was asymptomatic prior to, during and after the reprogramming and will continue to be monitored.